Manufacturer narrative:
This complaint has been recorded under (B)(4). Review of the most recent repair record determined the rpms were in specification, however, the reciprocation arm was damaged. The reciprocation arm was replaced. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information.

Event description:
It was reported that before surgery it was noted that the device would sometimes stop or continue at different speeds. Another device was used for the procedure and as a result no adverse events were reported as it relates to this event.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.